Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in good condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "backup audible alarm post error" was the system failure alarm found in the event log. It occurred during a power on start up test. The problem was duplicated during an investigation power on start up test. The customer reported product problem was therefore confirmed. The problem occurred due to a faulty main board. The main board was replaced on the pump. Subsequently, the pump passed all functional and delivery testing.

Event description:
It was reported that a smiths medical pump exhibited a "system failure alarm" during biomed testing after device was received back from repair. Per reporter there was no patient involvement.